Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the generator could not get to target temperature, therefore it is unknown if the procedure was abandoned.